Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This, as well as the reported scar tissue at the access site, may have been contributing factors to this event, but cannot be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure the trajectory of needles in order to prevent this mode of failure. A sampling of finished devices is also tested to verify the functionality of the device. In review of all incidents, there does not appear to be any indication of a lot specific manufacturing or product deficiency.